Manufacturer narrative:
Sensor 0m000m7c5th has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was returned, and sensor was seated in mount properly. Visual inspection was performed on the sensor plug assembly and no issues were observed. Unable to perform further investigation as the sensor kit and applicator have not been returned at this time. If the product is returned, a physical investigation will be performed and a follow-up report submitted. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding after sensor insertion while applying the adc device. The customer experienced symptoms described as sweating, cold and was unable to self-treat. Customer had contact with a third-party who provided glucose with honey as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.